Event description:
The pt has 2 scs systems. The scs ipg related to this issue is being reported. It was reported the pt was experiencing discomfort at his scs ipg pocket site as the scs ipg was protruding. Follow-up identified the pt's scs ipg was repositioned on (B)(4) 2014. The issue resolved with the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.